Manufacturer narrative:
During pentax internal review it was discovered on 20oct2021 that the same event was filed under MDR (9610877-2021-01109) which was submitted on 06oct2021. Therefore MDR (9610877-2021-01323) filed on 19oct2021 is considered a duplicate report.

Event description:
During pentax internal review it was discovered on 20oct2021 that the same event was filed under MDR (9610877-2021-01109) which was submitted on 06oct2021. Therefore MDR (9610877-2021-01323) filed on 19oct2021 is considered a duplicate report.

Event description:
Image gets dark, image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.